Manufacturer narrative:
Manufacturer's investigation conclusion: the report of low flow alarms can be confirmed based on the log file evaluation and an onsite evaluation by an abbott representative. The account indicated that the low flow alarms were caused by hypertension, and a specific cause for the patient¿s hypertension could not conclusively be determined. The customer requested a low flow software upgrade to reduce the patient¿s low flow limit from 2.5lpm to 2.0lpm. The primary and backup controllers, hsc-110861 and hsc-111258, were upgraded to the low flow 2.0 software on (B)(6) 2023. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(4). No product is available for investigation. The heartmate 3 lvas IFU, rev. C, lists hypertension as an adverse event that may have been associated with the use of heartmate 3 left ventricular assist system. The IFU states that post-implantation hypertension may be treated at the discretion of the attending physician, and any therapy that consistently maintains mean arterial blood pressure less than 90 mm hg should be considered adequate. The system monitor section of the IFU describes the pump flow display and pulsatility index (4-12 through 4-16) and the hazard alarms (4-18 and 4-30). This document states that the low flow hazard alarm will be triggered when pump flow is less than 2.5lpm and explains that changes in patient conditions can result in low flow. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm (7-7 and 7-11). The heartmate 3 lvas patient handbook, rev. D, is also currently available. Section 5 of this handbook, entitled "alarms and troubleshooting," describes the actions to take in the event of a low flow alarm. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had frequent low flow alarms. The patient has been taking several blood pressure medications but has remained slightly hypertensive. A review of the log file revealed that the patient had persistent low flow events in the presence of elevated pulsatility index (pi) values. The patient had probable suction events due to their small left ventricular cavity. The patient was asymptomatic.